Event description:
It was reported that a spectrum pump was constantly over infusing during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported issue of " pump is consistently over infusing" could not be tested for. Flow rate accuracy testing could not be performed due to missing cheesehead screws on the motor. A review of the event history log was performed for the last days of use since an event date was not provided. This revealed an infusion programmed at a rate of 40 ml/hr and vtbi: 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum installation and maintenance manual. No abnormalities that could cause or contribute to the reported problem were observed through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was unable to be verified since full functional testing could not be performed and a cause could not be identified. The device will be required to undergo flow rate accuracy calibration and release testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.